Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon/retained in vagina [foreign body in reproductive tract]. High blood pressure-do to incident body [hypertension]. Headache due to blood pressure head [headache]. The entire rope came undone- tampax pearl [device breakage]. Tried to remove it... Had to go to the ER [complication of device removal]. Case narrative: consumer reported via phone that the tampon rope came undone. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon/retained in vagina [foreign body in reproductive tract] high blood pressure-do to incident body [hypertension] headache due to blood pressure head [headache] the entire rope came undone- tampax pearl [device breakage] tried to remove it... Had to go to the ER [complication of device removal] case narrative: consumer reported via phone that the tampon rope came undone. No serious injury was reported.